Event description:
The measurement does not always work. The physician would like to have someone recalibrate the catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).